Event description:
Unomedical reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient's mother reported that the infusion set fell off during use on second day. The blood glucose level of the patient was high. The site was patient's buttocks. No further information available.